Event description:
It was reported that when surgeon inserted the anchor into the bone, deployed the needles. Only 3 of the 4 suture had needles on. The fourth needle broke off from the suture during deployment. Surgeon used a curved mayo needle from the pharmacy in order to complete his suturing. No patient injury was reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.

Manufacturer narrative:
The return consisted of one single needle head. There is no portion of suture included. There are instrument bite marks present. There are three needles; the associated sutures, the titanium anchor and the device absent, therefore, no simulation test could be performed. Hard bone conditions require preparation by predrilling the insertion site to reduce the potential of torsional overload. Predrilling extracts the core diameter of the suture anchor and creates a countersink broach for insertion of the device tip. Predrilling with the appropriate drill bit is the preferred method of site preparation. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct. Root cause cannot be confidently assessed without more than one needle returned.